Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., other, other text: e1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6). H3 other text : product not returned.

Event description:
The customer reported "after working for 2-5 minutes, the device just hangs up, stops, and readings don't change." No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was investigated. The device had a blown fuse which initially prevented the device from powering on. During testing, the touch screen was functional and the reported issue was not observed. The device was also found to have recessed pins on the cable connector which prevented measurements from being obtained. E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6).

Event description:
The customer reported "after working for 2-5 minutes, the device just hangs up, stops, and readings don't change." No patient impact or consequences were reported.